Manufacturer narrative:
(B)(4). The customer reported the device straight lines running down the display with it occurring with one pt, one time. There was no reported pt involvement. Philips field service engineer evaluated the device on site and was unable to duplicate problem. The device passed all performance assurance tests and was put back in service. As of (B)(4) 2011 there have been no further calls for this device.

Event description:
The customer reported the device showed straight lines running down the display with it occurring with one pt, one time. There was no reported pt involvement.